Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded and there was blood in the inflation lumen. The tip, balloon, markerbands, proximal bond and hypotube were microscopically and tactile inspected. Inspection revealed a burst in the balloon material and was 7mm in length, and there were numerous kinks in the hypotube. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The more than 95% stenosed, fibro calcific target lesion was located in the right coronary artery. After a non-bsc guide wire was advanced, a 3.0mm x 15mm quantum¿ maverick¿ balloon catheter was advanced but failed to cross the lesion. A 2.00mm x 15mm maverick²¿ balloon catheter was then advanced but it also failed to cross the lesion. Subsequently, pre-dilatation was performed with another of the same device, followed by the implantation of a stent and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a longitudinal balloon tear.